Event description:
Biomet orthopedics received preliminary clinical data regarding patients in the joint assist database. It was reported patient underwent a right total hip arthroplasty on (B)(6) 1987. Subsequently, patient underwent revision procedures on (B)(6) 1995 and (B)(6) 1997 due to unknown reasons. Patient underwent a third revision procedure on (B)(6) 2009 due to pain, a loosened acetabular cup and bone deficiency. The modular head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-00818 & 03008 / 03009).